Event description:
It was reported the camera head cable had a white stain. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the reported event was confirmed. The device evaluation found adhesions on the cable. Additionally, a cracked connector was observed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.